Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensor.

Event description:
It was reported that the sensor broke when it was bumped against the doorway. Blood glucose level at the time of the incident was 96 mg/dl. The customer was advised that the sensor would be replaced. The sensor was returned for analysis.